Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, six years or more have passed since the device was manufactured, and it is likely the lock and pins of the receptacle unit were worn out due to repeated use for a long period of time. As a result, the electrical contact of the connector becomes unstable and interferes with the image transmission between the scope and the video processor, causing the flickering of the image. The instructions for use have the following statement which can prevent the event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: there were scratches on top cover, and dust in/outside. The device had old version 3.01 software. The video connector unit latch was loose causing unstable, flickering image. The switch was sticky with dried fluids. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during maintenance of an evis exera iii video system center, the device was found to have a flickering image. There was no patient contact/impact related to this occurrence.